Event description:
It was reported that customer received a minimum fill notification while attempting to load new cartridge with sufficient usable insulin and was wearing pump in case. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pneumatic tap area as instructed, reloaded same cartridge, and successfully loaded cartridge onto pump and resumed insulin, with no further issues reported.